Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrode 1 appeared distorted, and noise was noted on the e1 unipole. Electrodes 1 and 2 read as open circuits during electrical testing, consistent with the noise and display issue. The catheter shaft material was fractured under electrode ring 3 with conductor wires 1 and 2 fracturing at this location, consistent with the open circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
This report is to advise of an event observed during analysis confirming a fractured tip on the catheter.